Event description:
Complainant alleged that during a routine preventative maintenance check, the device had no electrocardiogram trace on the monitor screen in leads 1,2 or 3 and no electrocardiogram trace when using paddles. The complainant indicated that there was no pt involvement in the reported failure.